Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2014 during a pelvic floor repair procedure for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with incomplete emptying of her bladder. She began self-catheterizing and the event is currently resolving. The physician assessed this event as moderate in severity, not related to the procedure, related to the sling, and not related to the delivery device. Additional information received on march 26, 2015 and april 10, 2015. Following catheterization, symptoms were persistent. On (B)(6) 2015, the patient underwent a procedure to trim the mesh and loosen the sling. The procedure was completed without complications and the event is currently resolving. On (B)(6) 2015, the patient was reported to be voiding well and in much larger volumes with a good stream. On (B)(6) 2015, the subject experienced a urinary tract infection and was treated with cipro. The event was moderate in severity and is currently resolving.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2014 during a pelvic floor repair procedure for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with incomplete emptying of her bladder. She began self-catheterizing and the event is currently resolving. The physician assessed this event as moderate in severity, not related to the procedure, related to the sling, and not related to the delivery device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.